Event description:
It was reported that prior to starting a da vinci si surgical procedure a broken wire on the mega suturecut needle driver instrument was identified during set up and therefore, was not used in the case. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One grip close cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. The other cables at wrist were not damaged. Additional findings were scratches on the pulley. There were scratches on the surface of the distal pulley. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.